Event description:
A report was received that a scar tissue had built up around the ipg site and was causing the patient pain in the hip and leg. The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that a scar tissue had built up around the ipg site and was causing the patient pain in the hip and leg. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8120-70 serial #: (B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
Sc-1110 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance tests performed. The ipg exhibited normal device characteristics. Sc-8120-70 (sn (B)(4)) the damage to the lead was consistent with damages done during the explant procedure and it was not considered a failure.